Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event on (B)(6) 2025 where the infusion set tubing was cracked. The infusion set was in use for two hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003533, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003533 was manufactured according to the work instruction (wi) version 108 and manufactured in the line l-5 on 12-oct-2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance was opened during process. The sub-assembly: gluing of tubing of the lot 3k00015 was manufactured according to the wi version 08 and manufactured in the machine igtl 01, on 07-oct-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3k00016 was manufactured according to the wi version 08 and manufactured in the machine igtl 01, on 09-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.